Manufacturer narrative:
Device remains implanted in the patient. If additional information becomes available, it will be provided on a supplemental report.

Event description:
Allegedly, the patient had a tibial implant that subsided and needed to be revised 20 days post-op.